Event description:
A list of new information provided in section h10.

Manufacturer narrative:
Updated information found in sections: b4, d4, d10, g6, h2, h6, h10.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received. A review of manufacturing records was unable to be performed as the part and lot information of the device involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur. "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...to prevent compromising the bone-screw interface, caution should be taken not to over-torque the temporary fixation pin once it has tightened against the plate. To allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies¿" "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial one-level anterior cervical discectomy and fusion. Subsequently, a slight migration of the interbody cage and anterior plate from the anterior cortex was identified approximately one (1) month later. At approximately four (4) months post-op, further loosening of the plate as well as interbody subsidence was identified. No revision procedure has been reported to date. No additional patient consequences were reported. Report 1 of 2.